Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 0155 competitive implantable tachy lead, (B)(6) 2002; 4480 competitive implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet the battery longevity expectation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).